Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch #unknown. Investigation summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a green reload that appears that was fully fired in the left side and partially fired with some remaining staples on the right side. Also the sled, the pan, and reload body appear to be damaged. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung segmentectomy procedure, the surgeon fired using ech45c and gst45g on thick lung parenchyma. As soon as it fired, it made a 'crash' sound and felt that it was a different situation than usual. When he opened the jaw, the staple line did not fire on one side, 3row, based on knife. There was no patient consequence nor surgical delay reported. No additional information provided.